Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following information was provided by the initial reporter: just after insertion and first flush through the ported catheter, the grey membrane inside the catheter moved and caused leakage. There is no blood exposure ore any harm to the patient, except for a new insertion with a new catheter. They have never experienced any similar case.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following information was provided by the initial reporter: just after insertion and first flush through the ported catheter, the grey membrane inside the catheter moved and caused leakage. There is no blood exposure ore any harm to the patient, except for a new insertion with a new catheter. They have never experienced any similar case.